Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 86 to 101 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of admission, and 252 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that the insulin sensitivity on their pump had changed by itself. Troubleshooting was completed but did not resolve the issue. The customer believes their pump was hacked wirelessly. The insulin pump will be returned for analysis.